Event description:
On (B)(6) 2025, the user reported a high bg event followed by a low bg event on (B)(6) 2025. The user became unresponsive and ems was contacted. Glucose was administered, and the user was transported to the emergency room and subsequently admitted to the hospital. The user noted a history of heart issues, which they believe may have contributed to glucose variability during the hospitalization.

Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. A review of device logs showed consistent insulin delivery behavior and appropriate cgm alert activity on (B)(6) 2025, including acknowledged high and low bg alarms. No device malfunction was identified. The cause of the user's hypoglycemia is indeterminate.